Event description:
It was reported that the patient with degenerative disc underwent surgery for implant peek spinal rods with peek interbody device at l5-s1. X-ray taken 3 months post-op showed a broken screw at s1. The patient reportedly is not experiencing any pain. No revision is planned. The surgeon is waiting for fusion to progress.

Manufacturer narrative:
(B) (4). The device remains implanted, therefore, device evaluation is not possible at this time. No imaging studies were provided for evaluation. Unable to determine cause of the event.